Event description:
It was reported that the patient reported in clinic for an unrelated injury. Interrogation showed the patient's implantable cardioverter defibrillator (ICD) was over-sensing far-r waves on the atrial channel causing inappropriate mode switch. Programming changes were made. The patient was stable throughout.